Event description:
It was reported that a patient presented with suspected microdislogement noted on the right ventricular lead, resulting in high capture thresholds. The lead was repositioned on (B)(6) 2024. The patient was stable throughout.